Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. Concomitant products: 4269 competitor implantable pacing lead, (B)(6); 5071 implantable pacing lead, (B)(6) 2004; 4968-35 implantable pacing lead, (B)(6) 2004; 4968-35 implantable pacing lead (B)(6) 2004; 5071 implantable pacing lead, (B)(6) 2004; 4968 implantable pacing lead (B)(6) 2004; 4951m implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient¿s device was programmed vvi 40 and the patient was in sinus rhythm. When the device reached elective replacement indicator (eri) and started pacing at vvi 65 the patient felt bad with the pacing. It was noted that the mode/rate could not be changed at eri. The device was explanted and replaced. It was further reported that the atrial lead was not sensing and had no capture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.